Event description:
It was reported the pt was revised for pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi cluster hole cup 58mm, cat# 502-03-58f, lot# mjd9jl; trident 0 deg insert 44mm, cat# 623-00-44f, lot# mjkjn0; rejuvenate modular neck 30mm, cat# nlv-300800y, lot# 31618001; uni adaptor sleeve v40 ti, cat# 6519-025, lot# 33316105; delta un.fem hd 44mm, cat# 6519-1-044, lot# 32032001. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the devices cannot be performed as the revised devices were retained by the hospital and were not returned to the manufacturer. Review of the DHR for all reported lot of devices indicates that devices were manufactured and accepted into final stock with no reported discrepancies. The per database was reviewed for similar reported events regarding pain. There have been no other events regarding the reported lots. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.